Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis reservoir removed on (B)(6) 2018 due to unspecified reasons. An new conceal reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.